Event description:
The customer reported the system is displaying an error message. No patient injury was reported.

Manufacturer narrative:
Customer reported system is operating as intended and will call if service is needed. (B) (4).